Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that head of an ar-8935-14 non-locking low profile screw broke off. The screw was inserted without issues, when a second and larger screw was being inserted, the head of an ar-8935-14 non-locking low profile screw broke off. The head was retrieved from the patient, but the body of the screw was left implanted. The case continued without issues, with the same plate and additional screw. This was discovered during an ankle fracture procedure on (B)(6) 2024. The case was not delayed.

Manufacturer narrative:
Additional information: d6a, g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.